Event description:
Patient admitted to hospital for removal and replacement of breast implants secondary to right breast implant rupture. Original breast implants were placed in 2001 at the time of right modified radical mastectomy and right latissimus reconstruction.